Event description:
It was reported that the pump shut off unexpectedly and that a malfunction alarm subsequently occurred. As a result, customer¿s blood glucose level was " high" per continuous glucose monitor readings and was addressed with a manual correction injection. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.